Event description:
It was reported with an unspecified bd needle there was a needlestick injury - post use. This is report 4 of 4 for this complaint. The following information was provided by the initial reporter: phlebotomy team was told (due to covid 19) that the nurses (who only draw at night) would perform the blood draws to avoid excess exposure. No information was provided stating the seriousness of the injuries.

Manufacturer narrative:
H.6. Investigation summary : the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. A device history review could not be completed as no batch number was provided. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown (B)(4).

Event description:
It was reported with an unspecified bd needle there was a needlestick injury - post use. This is report 4 of 4 for this complaint. The following information was provided by the initial reporter: phlebotomy team was told (due to covid 19) that the nurses (who only draw at night) would perform the blood draws to avoid excess exposure. No information was provided stating the seriousness of the injuries.